Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at the manufacturer¿s service center. Device log files were successfully downloaded and reviewed in their entirety. Review of the logs identified multiple ¿ventilator service required¿ errors related to the internal battery, as well as an error indicating an open vbulk fet. Evaluation determined that the management board printed circuit assembly (pca) required replacement. The identified vbulk mosfet connects the output of the ac/dc power supply to the input of the boost converter. When open, the device is unable to operate on ac power; however, battery charging functionality remains available. Additionally, the internal battery required replacement due to a logged ¿ventilator service required¿ error indicating internal li-ion battery permanent failure. During service, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned, and the rubber feet, which were reported missing, were replaced. Following service, the device passed all testing.